Manufacturer narrative:
Exemption number e2015055. Two devices were received for evaluation; 2 events were confirmed during testing. One device was found to be affected by corrosion and mechanical damage. One device was found to be affected by corrosion and debris. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device overheated and was smoking. There was patient involvement; no patient impact.